Event description:
While undergoing arthroscopic surgery for a rotator cuff repair to the left shoulder, broke off the tip of a disposable item (multifire scorpion needle) in the shoulder while repairing the rotator cuff with suture anchors. Surgeon proceeded with the case until completion. Prior to closing the three small incisions on the shoulder, an x-ray was taken at 11:52am by radiology technician. The x-ray was read by imaging who verbally communicated with surgeon confirming the presence of a small metal object projecting over the greater tuberosity. Surgeon recommended to leave the object in its place and close the incisions.